Event description:
The customer reported the fluid bag emptied sooner than expected and requested an event log review to determine programming. A continuous infusion of immune globulin was reported to have infused prior to the 24 hour time frame. The medication concentration was 60 gm in 600 ml and was started on (B)(6) 2013 at 16:00. The infusion stopped at 9:00 am on (B)(6) 2013. Also, the customer suspects linezolid might have been confused with the immune globulin. The linezolid was a 300 ml bag with a rate of 200 ml/hr and was started on (B)(6) 2013 at approximately 5:50 am. There was no patient harm reported and no medical intervention was required. No further patient or event details are currently available.

Manufacturer narrative:
(B)(4). The customer's request for an event log review to determine programming was completed. There were four pump modules attached to the pcu at the time of the reported event. The two units involved were pump module s/n (B)(4) (unit b) and pump module s/n (B)(4) (unit c). The profile was critical care. On (B)(6) 2013 at 3:46 pm, the user programs a basic infusion (unit b) to run at 25 ml/hr with a vtbi of 600 ml, which corresponds to the reported parameters for the immune globulin infusion. Unit b runs at this rate until (B)(6) 2013 at 5:51 am, when the user programs a basic secondary infusion to run at a rate of 200 ml/hr with a vtbi of 310 ml, which corresponds to the reported parameters for the linezolid infusion. Unit b runs at this rate until 6:58 am when the user changes the rate of the secondary infusion to 25 ml/hr with a vtbi of 1 ml. The secondary infusion completes at 7:01 am and transitions to the primary infusion. At this time, the user also changes the vtbi of the primary infusion from 270.334 ml to 100 ml. At 8:15 am, the user changes the vtbi to 15 ml. At 8:51 am, the primary infusion completes and the device transitioned to the kvo rate of 10 ml/hr. Unit b was channeled off on (B)(6) 2013 at 8:55 am. On (B)(6) 2013 at 5:51 am, the user selects pump module s/n (B)(4) (unit c). This device was in use and infusing a basic primary infusion at a rate of 50 ml/hr with a vtbi of 414.486 ml. The user selects the device and changes the vtbi to 100 ml. At 6:58 am, the user selects unit c and programs a basic secondary infusion to run at a rate of 350 ml/hr with a vtbi of 100 ml. At 7:09 am, the user selects unit c and changes the rate to 200 ml/hr and the vtbi to 220 ml. The basic secondary infusion programming that occurs on unit b at 5:51 am on (B)(6) 2013 is believed to have been intended for unit c. The root cause was identified as a user programming issue.